Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 3.

Event description:
Sleeves do not fit into 2.2 mm incision.